Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported needle mechanism failure.

Event description:
The customer reported that her blood glucose reached 287 mg/dl and cannula deployment was delayed.